Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this 29-millimeter (mm) transcatheter bioprosthetic valve (tav), into a previous failing medtronic surgical valve, at an initial implant depth of 4mm on the non-coronary cusp (ncc) and 12mm on the left coronary cusp (lcc), upon deployment the valve dislodged ventricular. The subsequent implant depth of the tav was too deep and interfered with the movement of the anterior leaflet of the mitral valve and blood pressure went to a critically low level. A decision was made to snare the valve to a higher position. As the valve was snared, cardiopulmonary resuscitation (CPR) was initiated and the valve dislodged further into the aorta. The valve was snared around the aortic arch into the descending aorta where it remained in stable position approximately 10 centimeters (cm) below the ostia of the left subclavian artery. The mitral valve reverted to normal function. CPR was continued until the patient was cardioverted and recovered. No additional valve was implanted and the procedure was aborted. Six days later, a non-medtronic valve was implanted in the aortic position. No additional adverse patient effects were reported.